Manufacturer narrative:
The MFR's rep performed an on-site investigation. The power supply did not address the issue. The service rep determined the key switch was not turned on all the way. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system needs a new power supply. No pt injury was reported.